Event description:
Complainant alleged that during a routine shift check by a clinician., the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Further investigation of the event determined possible reasons for the discrepant result might be sample handling such as freezing and thawing, in combination with the measuring cell change and use of different reagent lots. No adverse events were reported.

Event description:
A sister lab to this site experienced issues with t3 qc running high after replacement of the measuring cell. To troubleshoot the issue, the sister lab repeated testing for three patient samples which had been previously reported and sent the samples to this lab for testing. Of the data provided, the results for one sample were discrepant. The initial result at the sister lab on (B) (6) 2010 was 63 ng/dl and the repeat result while the qc was out of acceptable range was 74 ng/dl. The result generated by this analyzer on (B) (6) 2010 was 76.5 ng/dl. The sister lab repeated testing on (B) (6) 2010 after recalibration with fresh calibrator material and acceptable qc and a result of 71.86 ng/dl was received. None of the results from this analyzer were reported. The lot number of the t3 reagent was not provided. The user stated they were not experiencing any issues with the t3 assay.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.